Event description:
It was reported that the patient experienced pain, a constant ¿vibration¿, and their leg ¿turning in by itself¿ from their implantable neurostimulator (ins) and wanted it removed as soon as possible. It was reported 6 days later that the patient had the device removed and noted that the pain and constant vibration in their butt cheek was gone. It was also noted that the leg issue (¿turning in on itself¿) was gone. The patient was trying new medication for their frequent urination and ¿pressure on their bladder¿. The patient also noted that they had a scar as a result of the event. Unable to follow up with the contact information provided, hence no additional information was able to be obtained.

Manufacturer narrative:
Product ID 3889-28, lot # va057ly, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s concerns were resolved because the device was removed. However, the patient noted that she still had concerns because of the ¿big reminder scars,¿ but noted they were normal and ¿will fade.¿ the patient had sought further help from her health care provider (hcp) and wrote that this ¿takes time to work.¿

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: unknown, explanted: unknown. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).